Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hospital reported broken summit handle. It did not happen during a case but after sterilization and was inspected by a cssd technician as broken. If other, describe: during / after sterilization. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. ¿hospital reported, broken summit handle. It did not happen, during a case, but after sterilization. And was inspected by a cssd technician as broken¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the summit universal broach handle revealed, that the weld, that attaches the pin into the lever mechanism has broken. The pin was not returned for evaluation. The handle presents an overall worn appearance consistent with normal and constant usage for around 14 years. It is worth mentioning, that nicks and impaction marks were observed, below the hammer plate. Which is an area, that is not intended to be impacted. With the information available is not possible to determine, a potential cause at this moment for the observed condition of the weld. However in support of the evaluation performed, the observed damage of the summit universal broach handle may have been caused by the exposure to unintended and heavy forces. A dimensional inspection and functional testing were not performed. As it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the summit universal broach handle would contribute to the complained device issue. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the date code (a0410) provided is not a valid finished goods lot number.